Event description:
Patient's social worker reported the patient's infusion device is automatically delivering insulin. Social worker reported the patient was found unconscious and the ambulance drove him to the hospital where his blood glucose was 27 mg/dl. Patient's normal blood glucose level is 80-140 mg/dl. Patient is currently in the hospital for ict (intensified conventional insulin therapy)- training. Patient is currently not using the infusion device. Social worker reported giving the patient oral treatment but the patient remained unconscious for several minutes. Social worker stated a short time later, the doctor on call gave the patient glucose IV x 2 and brought him to the intensive care unit from (B)(6) 2010-(B)(6) 2010, and then the regular unit. On follow up call on (B)(6) 2010, the social worker reported the patient remains in the hospital, ict-training. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.